Event description:
Presents to office with c/o erythema at ICD poacket. Admitted to hosp in 11/2001 for ICD cultures, blood cultures, IV antibiotics. Infections disease consult. Negative cultures. Inconclusive as to whether pt had pocket infection or allergic reaction. Discharged 5 days later with oral antibiotics. Follow-up continues with infectious disease and electrophysiologist. The plan is to monitor pt on doxycyline for about 3 weeks. If pt does not improve, the ICD may need to be removed. Medications at discharge: insulin, doxycyline 100 mg po bid, atenolol 25 mg po qd, lipitor 40 mg po bid, plavix 75 mg po qd, lisinopril 10 mg po qd, aldactone 25 po qd.the pt was left in the hosp while cultures were grown for possible staphylococcus aureus. The cultures came back negative. The pt was treated with vancomycin until the cultures were returned. Pt was also seen by neurology. They evaluated pt because of longstanding nonhealing left leg ulcer. Vascular surgery saw pt as well. The conclusion of neurology was that pt had a peripheral demyelinating disease. It was dr's impression that they considered this due to the pt's disease. Condition at discharge: good. However the conclusion as to what the cause of ICD pocket erythema was never conclusive. The plan is instead to monitor pt on doxycycline for about 3 weeks. If pt does not improve, the ICD may yet need to be removed.